Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The outer insulation was abraded at 31.1 cm to 31.5 cm from the helix, exposing the outer coil. The lead abrasion is consistent with that produced by friction to another device.

Event description:
This report is to advise of an event observed during analysis.